Event description:
It was reported that the support arm mounted on the side of the ventilator carrier broke. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested by the user facility. Further information was received stating that the support arm would not adjust properly and was stuck at the joint. The support arm was replaced. No parts or pictures have been received for investigation.the root cause of the reported event has not been determined but most likely the user has tighten the support arm by turning the knob with high force and by that afterwards making it impossible to adjust the support arm. H3 other text: 4114.

Event description:
Manufacturer's ref #: (B)(4).